Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display during the count down display and constant tone alarm. Problem isolated to the motherboard. Unable to confirm the alarm due to the frozen display. The device had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.